Event description:
Customer reported that "patient in ICU on massimo pulse ox showing readings fluctuating from 98% to as low as 80% for up to 5 minutes. Nurse noted nothing interfering with the pulse ox such as b/p cuff recycling. Physician ordered an abg. At the time the abg was drawn the monitor showed good wave form with an spo2 of 84%. The results of the abg showed po2 to be 87%, the calculated sat abg was 98% and the coox was 97%." Additional information received indicated that it is unknown if there were any alarms or error messages displayed on the monitor. A blood gas test was conducted; however, the results are not available for review. It is unknown if any medical interventions were provided. Per the customer, the patient is fine. No known impact or consequence to patient.

Manufacturer narrative:
Attempts have been made to obtain the device. The device involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.